Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Customer changed the infusion set and did not observe any damage to the site. Customer suspected there was a blockage in the tubing; however, as the event occurred in the past, tandem technical support was unable to perform a system check to confirm location of blockage.